Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen. Review of the pump history revealed multiple "no cartridge detected" warnings and loss of prime warnings associated with zero force. The pump was primed successfully and exercised with no warnings duplicated.